Event description:
It was reported that during routine follow-up, the rv lead did not capture even at high output. The device was found to have been reprogrammed for this issue at another hospital and no further programming changes were made. The patient condition was good after the event. Routine monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted previously the device was only programmed to lv pacing. During ICD change out, with new device the rv pacing was programmed on, with minimum output settings.